Event description:
Same case as MDR ID: 2134265-2015-00357. It was reported that stent malposition occurred. The target lesion was located in the moderately calcified and moderately tortuous proximal right coronary artery (rca). After intravascular ultrasound (ivus) was performed, a 20mm x 2.50mm promus premier¿ stent was deployed. Following stent deployment, ivus was again performed and revealed malposition of the stent at the ostial. Subsequently, the physician performed post-dilatation with a 15mm x 4.50mm nc quantum apex¿ balloon catheter. However, during first inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with this device with no complication as confirmed on ivus. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).